Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2022.

Event description:
It was reported that the patient underwent a back surgery. It was unknown if surgery was device related.